Event description:
It was reported that since implant, the patient experienced intermittent stimulation and swollen, painful incision site. The patient had 90% symptom reduction but had occasion incidents of therapy loss, noting 2 occasions occurred on (B)(6) 2015 and one on (B)(6) 2015. On (B)(6) 2015, the patient was not able to hold going to the bathroom while driving. As a result, the settings were increased. Follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uvhd, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).